Event description:
A pixel issue was reported on the pump display, which affected the customer's ability to interact with the device as the screen would not respond to certain touches. There was no adverse impact to the customer's blood glucose level. The pump was under warranty, and tandem technical support arranged for its replacement. Instructions were given to the caller on how to put the pump into storage mode before returning it, and a pre-paid label was provided for the return within ten days. Medication delivery was ensured through the use of multiple daily injections (mdi) as a backup therapy.